Manufacturer narrative:
The insulin pump was received with flashing white lcd due to cracked on lcd controller. The insulin pump was unable to performed displacement, rewind, seating and basic occlusion due to flashing white anomaly. The insulin pump was received with cracked reservoir tube lip and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were having difficulty seeing the screen. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.